Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria . Since it has been more than seven years since the subject device was manufactured, it is presumed that the paddle connector (video cable connector) was damaged due to long-term repeated use and the connection became unstable, so no image was displayed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported damaged front connector was confirmed. The damaged video connector is the cause of no image with the pigtail scopes. The video connector requires replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center paddle connection is damaged. There was no patient involvement, no harm or user injury reported due to the event.